Event description:
According to the initial report received on april 7, 2026, the consumer stated that the product caused her skin to break out in the areas where the bandages were applied. The consumer confirmed that she sought medical attention on (B)(6), 2026. The physician prescribed mupirocin 2% ointment to be applied three times daily for 7 days. On the completed consumer information report (cir) received on april 28, 2026, the consumer stated that she had used these bandages previously without experiencing any problems. The consumer reported using the bandages on her legs and face, specifically on the left side of her lip. After removing the bandages from her legs, she noticed red marks at the application sites. On her face, the consumer reported redness and a breakout at the application site, which she described as resembling a chemical burn. Consumer stated that symptoms did not correct after she stopped using the product, as scarring remained at the application site.

Manufacturer narrative:
As of 05/04/2026, aso reviewed records of biocompatibility tests with no issues noted. Refer to section b.6 of this report for further details.